Event description:
It was reported the patient cannot exit MRI mode. The issue was resolved via trouble shooting. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on(B)(6)2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6)2023. Fsca number is pending.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI or surgery mode activated after an unrelated procedure. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The event of ipg in MRI mode and the pc had no connection to the device was reported to abbott. The ipg was set into MRI mode and now the patient is unable to disable the MRI mode. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI or surgery mode activated after an unrelated procedure. Actions have been taken to prevent reoccurrence. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.